Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. During the investigation process the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : the event is not device related.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical devices: oxf uni tib tray sz d rm PMA; item# 154725; lot# 168030. Oxf twin-peg cmntd fem md PMA; item# 161469; lot# 475010. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2023-00365. 3002806535-2023-00366. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that about four days after revision surgery of polyethylene bearing due to dislocation, the patient developed superficial cellulitis of the knee. An aspiration of the knee was performed six days later. Due diligence is in progress for this complaint; to date no additional information or product has been received.